Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that the patient was seen in the clinic no noise could be produced through testing and the physician believed the cause of the event to be due to oversensing on the right ventricular channel. The device was reprogrammed as previously mentioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this patient was presented to the hospital after experiencing a syncopal episode. Review of the episode revealed possible loss of capture on the right ventricular channel which is believed to be the cause of the issue. The physician reprogrammed the pacing configuration of the pacemaker and it remains implanted and in service. No additional adverse patient effects were reported.